Event description:
It was reported that during the procedure in the non-tortuous, moderately calcified, distal tibial artery, a leak was noted at the junction of the 2.0x120 armada 14 distal catheter shaft and guide wire entry during the first balloon inflation at unspecified atmospheres. The device was withdrawn from the anatomy and dilatation was performed successfully using another unspecified device. There was no reported patient effect or clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Product analysis confirmed the leaking of fluid from the distal end of the strain relief tubing. The root cause of the leakage was identified as a combination of shrinkage of the adhesive material during the bonding process and the annular space availability. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. As an immediate corrective action, an additional inspection was implemented in the manufacturing process. While abbott vascular is continuing to evaluate an alternative adhesive material to further mitigate the occurrence of the reported issue, the overall risk remains low with no reported patient effects, consistent with the product risk assessment documentation. The adhesive selection, process development, validation, shelf life studies, and regulatory approvals are expected to be completed over the coming quarters to determine if a new adhesive successfully mitigates the occurrence rate.